Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the casters were not locking completely in brake due to worn bearings in the brake detent. He replaced the brake bearings to repair the bed.